Manufacturer narrative:
The device has not been received by this manufacturer. An evaluation has not yet been performed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
On february 08, 2007, it was reported to bsc that during a procedure (patient gender and age unknown), "the pebax coating was detached." It was reported, "when the bile duct was flushed [the] detachments - flowed out [and] these were retrieved with forceps." This jagwire was exchanged for another bsc jagwire and the same issue occurred. There was no reported complication or ill effect sustained by the patient. (See manufacturer's report no. 6000048-2007-00050 for corresponding report on the other nasobiliary tube w/ jagwire used in this procedure).